Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of ventricular tachycardia (vt) pre-device implant. The patient underwent a radiofrequency ablation (rfa) on (B)(6) 2022 before being implanted with the heartmate 3. On (B)(6) 2022 the patient had a hemoglobin of 7.9 and was given one unit of packed red blood cells (prbcs). The patient received another transfusion on (B)(6) 2022 for anemia. On (B)(6) 2022 it was also noted that the patient had acute kidney injury (aki). The patient also had an episode of atrial fibrillation with rapid ventricular response (rvr) in the 130s. The patient's oral amiodarone was stopped and they were started on an amiodarone drip. On (B)(6) 2022 it was noted that the patient had bilateral edema. An venous upper extremity doppler revealed the patient had a deep venous thrombosis, an occlusive thrombus involving the right internal jugular and innominate veins, and a nonocclusive thrombus.

Event description:
It was reported that the patient was given (B)(4) of packed red blood cells (prbc), to treat anemia, for a hemoglobin of 7.9 on (B)(6) 2022. Their baseline on (B)(6) 2022 was (B)(4). Prior to left ventricular assist device (lvad) placement on (B)(6) 2022, the arrhythmia device would not connect to the programmer despite being attempted with 2 programmers. Tech support of arrhythmia device manufacturer was consulted and epicardial lease were placed. The electrophysiology (ep) team performed direct mapping and ventricular tachycardia (vt) ablation with a radiofrequency device on (B)(6) 2022. The patient had been admitted due to repeated episodes of vt despite automatic implantable cardioverter defibrillator (aicd) firing treated with an intra-aortic balloon pump (iabp), amiodarone, and lidocaine on (B)(6) 2021. The patient was transfused with prbc to treat anemia on (B)(6) 2022 for a hemoglobin/hematocrit of (B)(4). The anemia resolved without sequelae on (B)(6) 2022. It was noted that this issue was unlikely related to the device under study; however, it was possibly related to the implant procedure. The patient experienced renal dysfunction on (B)(6) 2022. The acute kidney injury (aki) baseline creatine is (B)(4). The patient¿s creating level was (B)(4) on (B)(6) 2022, respectively. The patient had an episode of atrial fibrillation with rapid ventricular response (rvr) in the 130s on (B)(6) 2022. The patient¿s oral amiodarone was stopped, and they were started on an amiodarone drip. This issue resolved without sequelae on (B)(6) 2022. The patient started experiencing hyponatremia on (B)(6) 2022 due to low sodium level of 136. Their sodium level decreased to 132 on (B)(6) 2022 and further decreased to 130 on (B)(6) 2022. The hyponatremia resolved without issue on (B)(6) 2022. The patient experienced orthostatic hypotension starting on (B)(6) 2022. They were assisted to chair with minax2. Once in the chair, their mean arterial pressures (maps) dropped to the 40s and the patient complained of mild dizziness. The registered nurse (rn) turned on pressors and their blood pressure (bp) and maps stabilized. The patient remained in the chair with the rn present. Further orthostatic hypotension was noted on (B)(6) 2022 when the patient stood up with the physical therapist (pt), and their maps were around 50-60. This improved when they sat back in bed. On (B)(6) 2022, midodrine was started prior to getting out of bed. An episode of dizziness was noted upon standing on (B)(6) 2022. The patient continues to have episodes of dizziness. An electrocardiogram (ECG) was performed, and it was noted that the patient was experiencing supraventricular tachycardia (svt) on (B)(6) 2022. Metoprolol was started. This issue resolved without sequelae on (B)(6) 2022. It was noted that this issue was possibly related to the device under study and the implant procedure. The patient experienced venous thromboembolism on (B)(6) 2022. Their progress notes stated that their extremities were warm, well perfused, and they had bilateral edema. The edema in their left hand was greater than in their right. A venous upper extremity doppler revealed that the patient had a deep venous thrombosis, and occlusive thrombus involving the right internal jugular and innominate veins, and a nonocclusive thrombus. It was reported that the cause of anemia was not confirmed. The patient had a history of atrial fibrillation. The atrial fibrillation did not result in clinical compromise. Additional information reported that changes in the patient¿s medication resolved the issue with edema in both the lower and upper extremities.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas , serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmias, bleeding, peripheral thromboembolic events, renal dysfunction, and other potential events as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia and thromboembolism as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.